Manufacturer narrative:
Review of complaint activity for lot 02518a000 did not identify an increase. Return testing was not completed as returns were not available. To evaluate the performance of the reagent lot 02518a000, worldwide field data was reviewed. The patient median data for the lot was within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of product labeling was performed which provides appropriate information related to the customers issue. Based on the available information, no systemic issue or deficiency of the architect I intact pth assay was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-25 that has a similar product distributed in the us, list number 08k25-27/29. Patient identification: sid's: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated architect intact pth results on seven patients. Results provided: sid (B)(6): 104.2 pg/ml / 27.0 (other assay). Sid (B)(6): 498.6 pg/ml / 242.0 (other assay). Sid (B)(6): 236.4 pg/ml / 102.0 (other assay). Sid (B)(6): 103.6 pg/ml / 42.0 (other assay). Sid (B)(6): 119.8 pg/ml / 45.0 (other assay). Sid (B)(6): 75.6 pg/ml / 27.0 (other assay). Sid (B)(6): 106.8 pg/ml / 38.0 (other assay). No impact to patient management was reported.